Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device could not be returned as it's still implanted in the patient. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. X-ray review by third party hcp confirms fractured locking bar mechanism with fragment seen medially and posteriorly. There is also narrowing of the medial and lateral joint space which suggests possible polyethylene wear. Osteopenia was also noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the (B)(6) group that the sales rep was inquiring about implant identification. The initial tka was completed roughly 20 years ago. X-rays show the patient has a fractured locking bar and is being considered for a revision. No additional information is available at this time, due to covid-19.